Manufacturer narrative:
(B)(4). Concomitant devices - persona partial cemented femoral component size 4 right medial catalog #: 42558000402 lot #: 63813131, persona partial cemented tibial component size g right medial catalog #: 42538000702 lot #: 63982480, palacos r+g 2x20 catalog #: 66017775 lot #: 88434753. Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2021-02630.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address pain, instability, polyethylene degradation and femoral component displacement approximately three (3) years post-operatively. Attempts have been made, however, no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned devices identified that the articular surface exhibited signs of discoloration, wear and delamination. The femoral component exhibited signs of wear and being implanted. Review of x-rays provided noted malalignment with the femoral implant and articular surface medially positioned and the patient's bone quality appeared mildly osteopenic. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.